Event description:
The customer reported out of range normal control solution test results with test strips. On 11/1/96, he opened the second bottle from a box of fifty and obtained a control solution test result of 9 mg/dl. The customer called co's customer support line and, with the representative, performed two normal control solutions tests. The results were 11 and 7 mg/dl versus a normal control solution range of 111-167 mg/dl. The control solution, lot # hv1046, expiration 9/98, was opened today and was shaken vigorously before the sample was applied. Also with the representative, a check strip test was performed. The result was 74 versus a check strip range of 67-88. The customer stated that the first bottle performed accurately. The desiccant is in the open bottle. The customer stores the test strips in the den.